Event description:
I have an outdoor rabbit hutch, and on cold nights I use a sunbeam heating pad to keep the rabbits warm. I went outside tonight to check on the rabbits and noticed a burning smell. I found the heating pad emitting sparks with holes burned in it. I'm not sure whether the heating pad started burning spontaneously, or perhaps it was damaged by the rabbits and a broken wire caused the burns. Even if it was damaged by the rabbits, thought I would expect there to be an integrated protection circuit to power off the heating pad rather than allowing it to arc and possibly start a fire. Document number: (B)(4). Report number: (B)(4).